Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to the increase in charging burden and the requirement to update therapy options. Electrocautery was utilized during the procedure and charging reeducation was performed. The ipg was retained by the facility and will not be returned for analysis. Postoperatively, the patient reported to be recovering as expected.

Manufacturer narrative:
B3: estimated based on gfe response from sales representative, who states patient reports increase charge burden since (B)(6) 2025.